Event description:
It was reported that "upon implanting an acetabular screw, one universal driver tip broke off (tip was found in pt using a magnet) and the spare universal driver tip was stripped."

Manufacturer narrative:
Add'l lot # f356223. Additional info has been requested and if available, it will be submitted in the supplemental report.